Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the 8mm medium-large clip applier instrument tip won't close. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred during the procedure. After the incident, the surgeon did not use that clip applier. The staff used a peel packed replacement for the clip applier and there were no further issues. There are no photos or videos of this event. No further tests or anything was needed post-operation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm medium-large clip applier instrument was analyzed and was found to have one bent grip, causing misalignment of the grips. There was a 0.51mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage.